Manufacturer narrative:
This report is being submitted as follow up no. 1.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A follow up report will be submitted once the investigation is complete. For this reason. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file didn't find any other reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See MDR 2243441-2017-00119. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the physician claims he has to pull the device back too hard to see the green dot on the angio seal evolution. It was reported that the patient condition was stable. I was reported that the procedure outcome was successful. Additional information was received on (B)(6) 2017: it was reported that hemostasis was achieved with the device, the doctor felt he had to pull back really hard to see the green marker. It was reported that the blood loss was minimal.